Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), thyroid disorder ('hormonal changes describe: thyroid issues'), genital haemorrhage ('heavy bleeding'), seizure ('seizures') and blindness ('vision/eye problems type: legally blind') in an adult female patient who had essure (batch no. 627311, log44746-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2008, appendectomy in 2004, cholecystectomy in 2004, abdominoplasty in 1985, obesity, arthritis, asthma, bronchitis, diabetes, uveitis, environmental allergy, gerd, hypothyroidism, sleep apnea, spinal stenosis, vertigo and uterine bleeding. Concurrent conditions included paratubal cyst. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), pelvic pain ("pain pelvic") and weight fluctuation ("weight gain/loss (specify which one) weight fluctuation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), thyroid disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), blindness (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial, uti's"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bacterial, uti's"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss"), goitre ("other injury(ies) or complication(s)-please describe: symptomatic substernal thyroid goitre"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), perineal rash ("rashes or skin conditions type: skin and perineal"), rash ("rashes or skin conditions type: skin and perineal"), complication of device removal ("were you advised of any complications from your essure removal procedure? Yes"), thyroid cyst ("surgery (other) type of surgery: thyroidectomy due to cysts") and nervous system disorder ("neurological conditions or problems type: issues with hands, knees and back") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - left side and thyriod removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, thyroid disorder, seizure, blindness, vaginal haemorrhage, menorrhagia, bacterial infection, urinary tract infection, fibromyalgia, migraine, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain, pelvic pain, weight fluctuation, goitre, mental disorder, bladder disorder, urinary tract disorder, gastrointestinal disorder, perineal rash, rash, complication of device removal, thyroid cyst and nervous system disorder outcome was unknown and the genital haemorrhage was resolving. The reporter considered abdominal pain, alopecia, bacterial infection, bladder disorder, blindness, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, goitre, menorrhagia, mental disorder, migraine, nervous system disorder, pelvic pain, perineal rash, rash, seizure, thyroid cyst, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: insertion detail- the right ostium was not occluded because the patient had history of ectopic in (B)(6) 2008 where a section of the tube had been removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2019: update of information (batch is not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), thyroid disorder ('hormonal changes describe: thyroid issues') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. Log44746-not valid ,627311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2008, appendectomy in 2004, cholecystectomy in 2004, abdominoplasty in 1985, obesity, arthritis, asthma, bronchitis, diabetes, uveitis, environmental allergy, gerd, hypothyroidism, sleep apnea, spinal stenosis, vertigo and uterine bleeding. Concurrent conditions included paratubal cyst. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), pelvic pain ("pain pelvic") and weight fluctuation ("weight gain/loss (specify which one) weight fluctuation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), thyroid disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), seizure ("seizures"), blindness ("vision/eye problems type: legally blind"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial, uti's"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bacterial, uti's"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss"), goitre ("other injury(ies) or complication(s)-please describe: symptomatic substernal thyroid goitre"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), perineal rash ("rashes or skin conditions type: skin and perineal"), rash ("rashes or skin conditions type: skin and perineal"), complication of device removal ("were you advised of any complications from your essure removal procedure? Yes"), thyroid cyst ("surgery (other) type of surgery: thyroidectomy due to cysts"), nervous system disorder ("neurological conditions or problems type: issues with hands, knees and back") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy with unilateral salpingectomy - left side and thyriod removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, thyroid disorder, seizure, blindness, vaginal haemorrhage, menorrhagia, bacterial infection, urinary tract infection, fibromyalgia, migraine, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain, pelvic pain, weight fluctuation, goitre, mental disorder, bladder disorder, urinary tract disorder, gastrointestinal disorder, perineal rash, rash, complication of device removal, thyroid cyst, nervous system disorder and nausea outcome was unknown and the genital haemorrhage was resolving. The reporter considered abdominal pain, alopecia, bacterial infection, bladder disorder, blindness, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, goitre, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, perineal rash, rash, seizure, thyroid cyst, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: insertion detail- the right ostium was not occluded because the patient had history of ectopic in (B)(6) 2008 where a section of the tube had been removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion.. Lot number ( log44746 ) is invalid. Lot number: 627311 manufacture date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs received: nausea was added as a event. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), thyroid disorder ('hormonal changes describe: thyroid issues'), genital haemorrhage ('heavy bleeding'), seizure ('seizures') and blindness ('vision/eye problems type: legally blind') in an adult female patient who had essure (batch no. Log44746-not valid ,627311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2008, appendectomy in 2004, cholecystectomy in 2004, abdominoplasty in 1985, obesity, arthritis, asthma, bronchitis, diabetes, uveitis, environmental allergy, gerd, hypothyroidism, sleep apnea, spinal stenosis, vertigo and uterine bleeding. Concurrent conditions included paratubal cyst. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), pelvic pain ("pain pelvic") and weight fluctuation ("weight gain/loss (specify which one) weight fluctuation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), thyroid disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), blindness (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial, uti's"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bacterial, uti's"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss"), goitre ("other injury(ies) or complication(s)-please describe: symptomatic substernal thyroid goitre"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), perineal rash ("rashes or skin conditions type: skin and perineal"), rash ("rashes or skin conditions type: skin and perineal"), complication of device removal ("were you advised of any complications from your essure removal procedure? Yes"), thyroid cyst ("surgery (other) type of surgery: thyroidectomy due to cysts") and nervous system disorder ("neurological conditions or problems type: issues with hands, knees and back") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - left side and thyriod removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, thyroid disorder, seizure, blindness, vaginal haemorrhage, menorrhagia, bacterial infection, urinary tract infection, fibromyalgia, migraine, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain, pelvic pain, weight fluctuation, goitre, mental disorder, bladder disorder, urinary tract disorder, gastrointestinal disorder, perineal rash, rash, complication of device removal, thyroid cyst and nervous system disorder outcome was unknown and the genital haemorrhage was resolving. The reporter considered abdominal pain, alopecia, bacterial infection, bladder disorder, blindness, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, goitre, menorrhagia, mental disorder, migraine, nervous system disorder, pelvic pain, perineal rash, rash, seizure, thyroid cyst, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: insertion detail- the right ostium was not occluded because the patient had history of ectopic in (B)(6) 2008 where a section of the tube had been removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion. Lot number ( log44746 ) is invalid. Lot number: 627311, manufacture date: 2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), thyroid disorder ('hormonal changes describe: thyroid issues'), genital haemorrhage ('heavy bleeding'), seizure ('seizures') and blindness ('vision/eye problems type: legally blind') in an adult female patient who had essure (batch no. 627311, log44746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2008, appendectomy in 2004, cholecystectomy in 2004, abdominoplasty in 1985, obesity, arthritis, asthma, bronchitis, diabetes, uveitis, environmental allergy, gerd, hypothyroidism, sleep apnea, spinal stenosis, vertigo and uterine bleeding. Concurrent conditions included paratubal cyst. On (B)(6) 2008, the patient had essure inserted. In 2016, the patient experienced migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), pelvic pain ("pain pelvic") and weight fluctuation ("weight gain/loss (specify which one) weight fluctuation"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), thyroid disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), blindness (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial infection ("infection (bladder/urinary tract/vaginal) type: bacterial, uti's"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bacterial, uti's"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), alopecia ("hair loss"), goitre ("other injury(ies) or complication(s)-please describe: symptomatic substernal thyroid goitre"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), perineal rash ("rashes or skin conditions type: skin and perineal"), rash ("rashes or skin conditions type: skin and perineal"), complication of device removal ("were you advised of any complications from your essure removal procedure? Yes"), thyroid cyst ("surgery (other) type of surgery: thyroidectomy due to cysts") and nervous system disorder ("neurological conditions or problems type: issues with hands, knees and back") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy - left side and thyroid removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, thyroid disorder, seizure, blindness, vaginal haemorrhage, menorrhagia, bacterial infection, urinary tract infection, fibromyalgia, migraine, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain, pelvic pain, weight fluctuation, goitre, mental disorder, bladder disorder, urinary tract disorder, gastrointestinal disorder, perineal rash, rash, complication of device removal, thyroid cyst and nervous system disorder outcome was unknown and the genital haemorrhage was resolving. The reporter considered abdominal pain, alopecia, bacterial infection, bladder disorder, blindness, complication of device removal, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, goitre, menorrhagia, mental disorder, migraine, nervous system disorder, pelvic pain, perineal rash, rash, seizure, thyroid cyst, thyroid disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: insertion detail- the right ostium was not occluded because the patient had history of ectopic in (B)(6) 2008 where a section of the tube had been removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received: reporters were added. Patients demographic was added. Lot no. Was added. Case become incident, previously added injury nos was replaced with thyroid issues & new events- abnormal bleeding (vaginal, menorrhagia),bacterial infection, uti's, psychological or psychiatric problems, genital bleeding, fibromyalgia,skin rash,perineal rash, bladder or urinary problems or changes, migraines / headaches, migration of essure device, dental problems, neurological conditions or problems type: issues with hands, knees and back, seizures, dysmenorrhea, thyroidectomy due to cysts, dyspareunia, abdominal pain, pelvic pain, weight fluctuation, vaginal discharge, legally blind, fatigue, weight gain, symptomatic substernal thyroid goiter, gastrointestinal or digestive system condition,hair loss, were added. Concomitant conditions & drugs were added. Lab test was added. Historical conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.